Manufacturer narrative:
The reported rf telemetry anomaly was confirmed in the laboratory and was noted to be disabled. After a master reset command was initiated, the device performed normally. The cause of the field event could not be determined.

Event description:
New information received notes that the device was explanted and replaced due to the advisory. There were no complications related to the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a rf telemetry internal error was observed and that the device was not being rf capable. Device restoration through a download was recommended. Device download will be performed at the next follow up. Device remains implanted.